Manufacturer narrative:
D10 concomitant medical products: egia60amt egia 60 artic med thick sulu - (lot#n2g0560y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first three reloads were fired normally during stomach cutting, but when using the fourth reload, the surgeon felt it was hard to squeeze the device while firing, and it was found that only the lower halves of the staples' legs were deployed on the superior surface of the stomach and didn't reach the inferior surface. In addition, the staple legs did not bend into the b-shape (they remained straight), which resulted in opening the stomach. A new handle and reload were used to close the stomach opening and then complete the procedure. The surgeon also performed a methylene blue test to make sure there was no leak over the staple line. The surgical time was extended by 25 minutes.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted. The articulation lever was in neutral position. Functional testing found that the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Sheared tooth was visible on the firing rack at site of initial firing post clamp up. It was reported that the stapler partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was difficulty in firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.